Event description:
Made another report to coordinator previously. In 2009, I went to dr's office for a pre-op visit (planning to have surgery) that day, I was convinced to do another procedure. I was told that there were doctors coming from other states. Dr was gong to teach them how to inject artefil. If I decided to have artefil injected (that day) I was going to get a discount. I did not have a previous consultation for this procedure or any tests done before that day. That same day, I was told I did not need an allergy test done because I had that test done in 2007. I had artefil injected on the nasolabial wrinkles. That same day my left side of the face got swollen, that same night and got a rash and bumps. The following days, I got many oozing pustules, infected lumps. The rash and swelling got even worse and extremely painful. I had to go to urgent care three days later, to treat the medical problems I was having and getting since I had the procedure done. Besides the rash/bumps, pain, burning, itching on the area of injection and the left side of face, I had my glands swollen and felt terrible. Since original date, I have been treated by 6 different doctors. I have taken more than 4 different antibiotics and more than 4 different medications and ointments. Even though it is much better than before, I still have a granuloma, rash, bumps, redness, swelling, burning, itching and not feeling well. Thirteen days later, I reported the problems to (FDA coordinator). He told me that it was also important to report it to medwatch. I also made a report to the artefil company. Rep (from artefil) told me she was going to file a report to FDA and also called dr. After the report I made to (the artefil co.), dr has been more responsive. The diagnosis I have been given from the doctors. I have seen in relation to the reaction and medical problems I had as a result of the arterfil injection on the nasolabial wrinkles are: cellulitis (face), pyoderma, granuloma, allergic reaction, skin rash, scar, inflammation/swelling. I do have different pictures. If you have any questions.